Event description:
It was reported that during a ptca procedure upon inflating the balloon cathetr to 4atm, the balloon would not deflate. The inflation device was exchanged and the balloon could not be deflated. A syringe was then used to successfully deflate the balloon. Another balloon catheter was used to complete the procedure.